Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt clearvue catheter, one statlock device with a foam pad and fixed posts, and one attachable suture wing were returned for evaluation. An initial visual observation showed use residue on the returned samples. The returned sample was flushed with a 12 ml syringe of water and a leak was observed around the 45 cm depth marker. A microscopic observation revealed a very small, diagonal split in the catheter tubing at the location of the observed leak. The edges of the split were observed to be rough and uneven. What appear to be striations were observed on the fracture surfaces of the split, which were mostly flat. The surface of the inner wall of the catheter around the split was observed to be somewhat dull and less lustrous than the surrounding material. While the exact cause of the damage observed in the returned catheter is unknown, possible causes include instrument damage, stylet damage, and acute contact with a hard surface. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was primed with saline solution before the insertion procedure, no leakage was found. When placement procedure of a groshong catheter was completed and saline solution was infused for final confirmation, leakage was found from the catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the catheter was primed with saline solution before the insertion procedure, no leakage was found. When placement procedure of a groshong catheter was completed and saline solution was infused for final confirmation, leakage was found from the catheter. There was no reported patient injury.